Manufacturer narrative:
This incident occurred outside the us. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of up to 20.8 mmol/l (374 mg/dl) for 6 weeks. The pt's normal blood glucose range is 7-9 mmol/l (126-162 mg/dl). The pt bolused through the infusion device but blood glucose remained elevated. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.